Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision surgery due to a fracture collapse. The patient previously underwent a 3.5 mm proximal tibial plate surgery three months ago. The fracture collapsed because patient didn't follow directions and walked on too soon. No product problem and nothing wrong with hardware. This report is for one unknown screw. This report is 2 of 2 for (B)(4).